Manufacturer narrative:
Follow-up #1: date of submission 04/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/30/2015 with the following findings: a review of the black box revealed multiple ¿call service (cs) s054/cs052/cs012¿ alarms on 02/09/2015. There was no indication of power on reset (por) events recorded in the pump history. The returned battery cap and cartridge cap were used to complete the investigation. During evaluation, the pump powered on with the appropriate auditory and vibration alert. However, the display remained black upon start up. The investigation was unable to be completed for the reported ¿no power¿ complaint due to a component failure on the printed circuit board (pcb). The pump¿s cover was removed; there were no intermittent conditions found to the power pcb or to the cgm module.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).